Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues: sensing, impedance and threshold changes. It was also reported there was intermittent capture. It was confirmed by x-ray the lead had dislodged. The lead was revised. No patient complications have been reported as a result of this event.